Manufacturer narrative:
G4:08jun2021. G5:510k: k102985. B4:30jun2021. The customer replaced the gas delivery system (gds) to resolve the issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
Based on the information received, it has been identified that MFR report#: 2031642-2021-04015 is the correct report and is the primary complaint. MFR report#: 2031642-2021-04160 has been identified to be a duplicate and should be nulled.

Manufacturer narrative:
The device was not in clinical use. No patient or user harm was reported.

Event description:
The customer reported a co2 issue with gas delivery system (gds). The "co2 rebreathing" issue occurred when powering on the unit. The caller advised no significant errors were in the logs and they suspected the flow sensor assembly could be faulty. The device was not in clinical use. No patient or user harm was reported.